Manufacturer narrative:
For the investigation the logfile was analyzed. On (B)(6) 2020 at 2:18 pm it was found that the device performed a warmstart due to a detected checksum error of an internal component on the pcb m16.2 in order to solve the problem. During the evaluation the operating software of the affected pcb was reloaded to solve the issue. The following several-day test run passed without any deviation. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit v500 would be triggered. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. If the ventilation unit could not be successfully reset within the first 8 seconds, a further reset would be triggered. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use that the device restarted. There was no patient injury reported.